Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and mildly tortuous mid cx lesion. The physician used a sprinter legend rx balloon. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that during the procedure and while advancing the balloon, resistance was encountered but no excessive force used. The device burst on its second inflation to 10atm. The physician then attempted to use sprinter otw balloon. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. No resistance was encountered advancing the device. The balloon reportedly burst during inflation. Under rated burst pressure was applied to the balloon prior to the burst. Device was moved/repositioned prior to the burst. Burst occurred on the first inflation. Neither devices passed through a previously deployed stent. It was reported that the lesion was very calcified and the two balloons burst while attempting to prep the lesion. The physician continued the procedure using another sprinter balloon that was successful. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.